Event description:
Boston scientific received information that a high shock impedance was detected on this right ventricular (rv) lead lead. There were no adverse patient effects reported.

Manufacturer narrative:
--

Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--